Event description:
It was reported that there was a lead warning with undefined high atrial impedance. The atrial lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 4092-52 implantable pacing lead, (B)(6) 2000. (B)(4).

Event description:
It was reported that there was a lead warning with undefined high atrial impedance, along with loss of capture. The atrial lead was programmed off, and later capped and replaced. No patient complications have been reported as a result of this event.